Manufacturer narrative:
A single tsv implant (tsvb10) was received. Visual inspection of the returned product identified no signs of any wear, damage, or deformation. The products were in pristine condition. Visual comparison of the implant with the drawing verified that the implant was consistent with the design and within all required specifications. There were no manufacturing deviations with the implant. Functional testing found that the mount held the implant effectively with the connecting screw in place. Since the implant was already removed from the packaging when received for investigation, and the complaint issue of the mount not gripping the implant is inconsistent with functional testing, device relationship with the reported event was not confirmed. Based on the evaluation a malfunction has not occurred that could or did cause and contribute to the reported event and the complaint is un-confirmed. Review of the DHR did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. Device evaluated by manufacturer: change "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that when opening the inner tube to place the implant, the mount was desolarized from the implant leading the implant to fall to the floor.